Event description:
A customer reported to baxter corporate product surveillance a 500ml intravia empty container in which the port of the bag was pulled off when attempting to remove an unknown primary set. According to the report, therapy was initiated with a patient and proceeded normally. When therapy was finished, the nurse attempted to remove the primary set from the empty bag, and observed that the entire port ripped off the bag. There were no reports of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device eval: one actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the port membrane tube assembly was detached from the intravia bag. Therefore, the reported condition was confirmed. An assignable root cause was not determined. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.